Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found.

Event description:
It was reported that the physician had difficulty placing a right ventricular (rv) lead during a procedure. The lead had to be repositioned several times due to poor sensing. Once adequate sensing was able to be achieved with repositioning, the lead then began to exhibit high impedance. The lead was explanted and a new lead was used in its place. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.